Manufacturer narrative:
(B)(4).

Event description:
It was reported that this complaint involved a female pt. In the ICU adult during insertion into the pt's jugular, the insertion of the cvc was completed successfully; however, the swg was found to be kinked. As a result, the swg was replaced to successfully complete the procedure. There was no reported delay, death, or complication to the pt as a result of this issue or occurrence. It was noted that this occurred a total of 2 times during the procedure, see MDR 9680794-2014-00011 for the second occurence with the same pt.